Event description:
The customer reported an inability to acquire v2 leads.

Manufacturer narrative:
(B)(4). The customer reported an inability to acquire v2 leads. Philips repair bench evaluated the device and could not reproduce the v2 issue. There was no reported pt impact. Since the problem could not be recreated, the cause could not be determined.